Manufacturer narrative:
(B)(4). Batch # m91800. The analysis results found that the el5ml device was returned in good condition with the jaws partially closed; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips and two clips with gap. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip did not come out at about the third firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.